Event description:
It was reported that customer received an rf pic failed self test alarm and low reservoir alarm. Customer's blood glucose was 178 mg/dl. Customer states that meter was not communicating with insulin pump. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with corroded motor home switch noted. A64 alarmed during pump self test due to faulty electrical component on the radio frequency board. Unable to communicate with blood glucose meter due to faulty electrical component on the radio frequency board. The low reservoir alarm functioned properly and the insulin pump passed the displacement test. The insulin pump has minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.